Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Glycaemia reached 340 mg/dl [blood glucose increased]. Novopen 4 was locked and not working [device failure]. Drug exposure during pregnancy [exposure during pregnancy]. Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "glycaemia reached 340 mg/dl" with an unspecified onset date, "novopen 4 was locked and not working" with an unspecified onset date, ", "drug exposure during pregnancy" with an unspecified onset date, and concerned an adult female patient who was treated with two novopen 4 (insulin delivery device) devices from unknown start date for "device therapy" (lot # evg54023 is not a valid lot #), novolin r (insulin human) from unknown start date for unknown indication" (50 u, qd(10 u in the morning; 20 at lunch and 20 at dinner)), novolin n (insulin human) from unknown start date for unknown indication (62 u, qd (20u in the morning; 20 u at lunch and 22u at dinner)). (B)(6). On an unknown date, patient was confirmed pregnant. The first day of last menstrual period was not reported. Gestational age at the time of exposure was not reported. Number of foetus and expected date of delivery was not reported. On an unknown date, novopen 4 was locked and was not working. Flow verification test was performed but without success. The patient could not stay without the pen because she was (B)(6) weeks pregnant. On an unknown date, the patient's glycaemia reached 340 mg/dl. The patient was hospitalized on (B)(6) 2018. During the hospitalization, her glycaemia was controlled with diet and with novolin n and novolin r which patient already used. The patient was discharged on (B)(6) 2018. Upon follow up, it was reported that since her novopen 4 was locked, she did not use this pen anymore (because she could not). So, she was applying the medications novolin n and novolin r using a syringe. During the hospitalization she used novolin n and novolin r using a syringe, too. Therefore, the patient was not using novopen 4 when she experienced the event glycaemia that reached 340 mg/dl. During the contact the patient also informed she was reimbursed with another novopen 4 that was also defective: it did not have that piece where the cartridge is attached, it only had the part containing the dosage selector. It was reported that the patient did not experience any adverse event while using the reimbursed product: the reimbursement occurred after the hospitalization. It was reported that patient has the risk to develop pre-eclampsia. During the contact, patient reported that, patient was discharged, but she will be hospitalized again due to her high risk pregnancy in the next week. Action taken to both novopen 4 was not reported. Action taken to novolin r was not reported. Action taken to novolin n was not reported. The outcome for the event "glycaemia reached 340 mg/dl" was unknown. The outcome for the event "novopen 4 was locked and not working" was not reported. The outcome for the event "drug exposure during pregnancy" was not reported. Company comment : the reported events are listed. This single case report is not considered to change the current knowledge of the safety profile of novolin r and novolin n. Reporter comment: the patient informed she did not have pre-eclampsia, she only had the risk to develop it.

Event description:
Case description: investigation results: name: novopen 4, batch number: evg54023. No conclusion can be made without the sample or a valid batch number. The reported batch number is not valid. The product was not returned for examination. The complaint has been registered in the novo nordisk complaint handling system. Name: novolin n, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Name: novolin r penfill 3 ml - 100 ui/ml, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following: investigation results updated. Narrative updated accordingly. Manufacturer's comment updated. Manufacturer's comment/company comment : 21-may-2018: as the device novopen 4 has not been returned to novo nordisk a/s for investigation and very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in (B)(4). The reported events are listed. This single case report is not considered to change the current knowledge of the safety profile of novolin r and novolin n. Evaluation summary: name: novopen 4, batch number: evg54023. No conclusion can be made without the sample or a valid batch number. The reported batch number is not valid. The product was not returned for examination. The complaint has been registered in the novo nordisk complaint handling system.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) glycaemia reached 340 mg/dl, hyperglycaemia [hyperglycaemia] novopen 4 was locked and not working [device failure] drug exposure during pregnancy [exposure during pregnancy]. Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "glycaemia reached 340 mg/dl, hyperglycaemia" with an unspecified onset date, "novopen 4 was locked and not working" with an unspecified onset date, "drug exposure during pregnancy" with an unspecified onset date, and concerned an adult female patient(age not reported) who was treated with novopen 4 (insulin delivery device) from unknown start date due to "device therapy" (lot # evg54023 is not a valid lot #),novolin r (insulin human) from unknown start date for unknown indication" (50 u, qd(10 u in the morning; 20 at lunch and 20 at dinner)), , novolin n (insulin human) from unknown start date for unknown indication" (62 u, qd(20u in the morning; 20 u at lunch and 22u at dinner)). Medical history was not provided. On an unknown date, the patient's glycaemia reached 340 mg/dl, hyperglycemia. The patient was hospitalized on (B)(6) 2018. During the hospitalization her glycaemia was controlled with diet and with novolin n and novolin r which patient already used. The patient was discharged on (B)(6) 2018. The patient was again hospitalized on (B)(6) 2018 due to that hyperglycaemia and will be hospitalized until she delivers her baby. Of note, the patient increased the number of applications to 6 times. The outcome for the event "glycaemia reached 340 mg/dl, hyperglycaemia" was not recovered. Since last submission, the case has been updated with the following: event verbatim has been changed to "glycaemia reached 340 mg/dl,hyperglycaemia". Event outcome of "glycaemia reached 340 mg/dl,hyperglycaemia" changed to not recovered. Follow up has been updated in the narration accordingly.

Event description:
Case description: on (B)(6) 2018, correction was performed. Since last submission, the case has been corrected with the following: device codes updated.